Manufacturer narrative:
(B)(4). Batch # t94f7t. Investigation summary: the account provided 1 photo image along with the device. Photo analysis: the image provided by the customer is that of the distal jaw of what appears to be an nslg2s instrument. A closer look at the clamp arm interface shows the upper jaw damage at the proximal side. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Device analysis: the device was received with the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. No alert screen was displayed as reported. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The ¿replace instrument¿ alert screen is displayed after receiving consecutive alert screens and is advising of a potential issue with the instrument or if the device is connected in more than one generators. However; no alert screens were displayed during testing. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.,the reported event for nslg2s35a was damaged jaw / replace instrument. Additional information was requested, and the following was obtained: did the jaw become damaged? It appears that it is damaged. Is the black ptc detached from the upper jaw? I couldn¿t tell from visually inspecting it, and since it was contaminated with the patient¿s blood, I did not want to risk the exposure to myself. Is the ptc from the upper jaw damaged? I couldn¿t tell from visually inspecting it, and since it was contaminated with the patient¿s blood, I did not want to risk the exposure to myself. Is the top jaw loose? It appears that it is loose. Did the top jaw brake off? It did not break entirely off but is loose. Is the insulator on the bottom jaw damaged? I couldn¿t tell from visually inspecting it, and since it was contaminated with the patient¿s blood, I did not want to risk the exposure to myself. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sigmoid colectomy during the 'burn', the tips separated and they received a 'replace instrument' error message. A similar device was used to complete the case with no patient consequences.